Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer was assisted with troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident but they stated that they were in the 300mg/dl and treated wit a manual injection. Customer stated that the a piece from the reservoir compartment has come off and the black seal from the battery compartment was missing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer also mentioned during troubleshooting that they had a high blood glucose of 314mg/dl the morning of the call and treated it with the insulin pump. They also stated a high blood glucose episode of 308mg/dl to 429mg/dl that they treated with injection. The customer declined troubleshooting for the high readings. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and missing o-ring (reservoir tube).